Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure the physician accidentally damaged the insulation of the right ventricular (rv) lead. The lead coil was became exposed and heavily damaged. The lead was capped. No patient complications have been reported as a result of this event.